Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 550cc gel breast prostheses when the left breast prosthesis ruptured after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.